Event description:
It was reported that during a thrombectomy procedure to recanalize the occluded right right middle cerebral artery (mca) a subarachnoid hemorrhage (sah) occurred. The physician believed that the microcatheter may have perforated the vessel during advancement resulting in the sah. No additional information is available.

Manufacturer narrative:
Device not returned to manufacturer.

Manufacturer narrative:
The subject device is not available for analysis; therefore analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, vessel dissection and hemorrhage are known risks associated with endovascular procedures and are noted as such in the directions for use (dfu). Therefore, a root cause of anticipated procedural complications has been assigned to this event.

Event description:
It was reported that during a thrombectomy procedure to recanalize the occluded right middle cerebral artery (mca) a subarachnoid hemorrhage (sah) occurred. The physician believed that the microcatheter may have perforated the vessel during advancement resulting in the sah. No additional information is available.